Event description:
Reference MDR #1219856-2010-00623 for the first event involving same pt. It was reported that before inserting this intra-aortic balloon (iab) after the removal of the first iab, the fiberoptix sensor (fos) connector was confirmed to be properly connected and read by the intra-aortic balloon pump (iabp). The second iab was inserted successfully. The medical staff turned on the pump, but it would not start the pumping. The medical staff noticed that the arterial pressure (ap) fos icon with the color of black with blue outline appeared, which indicates no connection of the fos. Since only the ap fos signal had been chosen as the input source for ap select, there was no input source available. The md removed the iab with the teflon sheath. The catheter and the pump were exchanged for a senko iab and senko pump.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.